Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the back of the device case. Review of device memory found a shorted lead fault was recorded on (B)(6) 2012, after a shock was attempted. On the same day, another fault was recorded, indicating that the charge time was exceeded and end of life (eol) was declared. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, eol was declared because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. The fuse in a defibrillator works in a similar manner to a fuse in a household circuit box; it is a safety switch that breaks (intentionally) if current becomes too strong. If something is not otherwise done to stop electricity from flowing, the high current caused by a lead short circuit will cause significant collateral damage. In the case of defibrillators, the fuse was added to prevent shock-level energy from further damaging internal device circuitry, so that brady pacing (and anti-tachycardia pacing) will still be available even if shock support is lost. The fuse also protects device memory (particularly diagnostic test results), thus device history is preserved for physician and laboratory review. Laboratory analysis concluded that the damage to this ICD was caused by the compromised rv lead that shorted to the device during the delivery of a high energy shock.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) lost consciousness at home and was brought to the emergency room where attempts to revive the patient were unsuccessful. It was suspected that the patient had experienced brain damage due to hypoxia and is currently being treated in the intensive care unit (ICU). A boston scientific representative was called to the hospital to interrogate the ICD. Interrogation revealed that the device experienced a charge time of 45 seconds and the battery capacity was exhausted on the same day the patient was hospitalized. In addition, two fault codes were displayed. The printouts were sent to boston scientific technical services (ts) for further evaluation. A ts consultant reviewed the information and discussed that one of the fault codes indicated that a shock on a shorted lead had occurred and the other indicated that the charge time had exceeded its limit. The ts consultant discussed it is possible that the device delivered a shock on a shorted lead condition and to consider immediate replacement of the device and the right ventricular (rv) lead. Additional information was reported that the device was explanted and will be returned for immediate laboratory analysis. The patient is still currently in the ICU on an artificial respirator.